Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced adhesions, pain, nerve damage, mesh migration, mesh erosion into viscera, foreign body inflammatory reaction, and recurrence. Post-operative patient treatment included partial explant of mesh, ilioinguinal nerve was cut, hernia repaired with sutures.